Manufacturer narrative:
As part of our investigation, the technical assistance center (tac) assisted the customer with troubleshooting. The customer tested the scopes with other towers and functioned normally. The customer used canned air to blow out any particles from the socket and wiped it with a lint free cloth. The digital communication cable was then reconnected to the clv-190 and the error resolved. The customer uses a third party repair for scopes. Since the error was resolved the unit was not returned for evaluation. The instruction manual provide the user this statement to prevent system complications. ¿wipe the electrical contacts on the endoscope connector using clean lint free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source." The investigation of this event is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that the loaner clv-190 displayed an ¿e315 unsupported scope¿ error message. There was no patient involvement reported.